Manufacturer narrative:
(B) (4). (B) (4). Release button post. The analysis found that one sc60 device was received with the handles open and with a fully fired ecr60g reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the release button was noted to be damaged. Although the release button is not part of the firing mechanism, when it breaks, it creates friction to the firing mechanism resulting in the trigger not properly returning to its home position. One possible cause for this type of damage may be partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. We have documented the circumstances as they were reported to us.

Event description:
Adverse event(s): "irregular astigmatism" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A practice mgr reported a pt with irregular astigmatism following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy procedure, at first the doctor attempted to use an egia (covidien) and it could not be fired properly. Changed to a new device and it was fired with neoveil, to recover the site, and then the jaw began to not open. Although the manual release lever was pulled up, the jaw did not open. Additional suture was performed. As the device will be returned with stacking tissue, both sides of the jaw seemed to be cut to retrieve the device. (B) (6).